Manufacturer narrative:
Device is combination product. Device code # 2923 relates to component code # 515. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was gained via the right femoral artery. The target lesion was located in the ostial left anterior descending coronary artery (lad) and was engaged with a 6fr runway fl4 guide catheter and non-bsc guide wire. The 3.5x16mm (B)(4) stent delivery system was advanced, and while trying to deploy the stent, it dislodged and embolized into the ostial lad lesion. An attempt was made to deploy the stent in the ostial lad. However, the patient moved and the stent migrated proximally so that a portion of the dislodged stent was in the left main. While trying to pull the stent back into the guide catheter, it embolized at the sheath and remains in the patient's leg. No attempt was made to snare the stent. The procedure closed without intervention to the target vessel. It was reported that the patient had unspecified groin issues, but that the patient's condition is fine.